Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04820. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention to get a drg system. The existing ipg was replaced with a new ipg. The existing lead was left in place and two drg leads were added. Effective therapy was restored post operation.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04820.